Manufacturer narrative:
D10 concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt, (serial#: (B)(6); sigphandle, sig power sigphandle handle, (serial#: (B)(6); sigpshell, sig power sigpshell control shell, (lot#: n4e2269y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned reload came attached to the returned adapter. The reload was articulated at full pull. The I-beam was slightly advanced. Staples were protruding from the proximal end of the staple cartridge channel. There was a visible gap between the I-beam and the sled while the interlock was engaged. During functional testing, a manual retract tool was used to center the articulation. The returned adapter with attached reload was connected to a signia handle which calibrated correctly. The returned attached reload was able to be removed. The articulation flag was noted to be bent. The reload was loaded into manual handle. It was reported that the device was difficult to unload. The reported issue do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. The product analysis noted evidence that the device was not used as intended. This issue can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The evaluation detected an unreported condition: damaged laminates. During functional testing, damage was found to proximal end of the laminates when examined under microscope. The most likely cause could not be established from the information available. Other unreported conditions were identified: broken lock ring, broken reload adapter, and device pre-fire. The reload was in a pre-fire condition clamped but not on tissue. The reload was pre-fired and engaged in interlock. The lock ring was observed to broken. The reload adapter broke during the clamp movement. The product analysis noted evidence that the device was not used as intended. Replication of the damaged reload lock ring may occur due to improper orientation of the lock ring or over-flexure of the reload while attached to the instrument, over-torquing during unloading, or if an attempt is made to unload the reload without using the release button. The replication of the broken reload adapter condition may occur due to over flexure of the reload while attached to the instrument. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: depending upon the stapler handle used, also refer to the applicable instructions for use for the gia¿ universal stapler, endo gia¿ universal staplers, endo gia¿ ultra universal staplers, and covidien¿ powered stapler handles used with endo gia¿ adapters for specific indications, contraindications, warnings, precautions, and operating instructions. To load the endo gia¿ ultra universal short, endo gia¿ ultra universal, or endo gia¿ ultra universal xl stapler with the appropriate reload; insert the pin located at the distal end of the instrument shaft into the reload. Ensure that the load alignment indicator on the reload aligns with the load alignment indicator on the shaft. Push the reload in and twist clockwise 45° relative to the instrument, so that the reload will lock into place and an audible click is heard. When the reload is loaded properly into the stapler the blue unload button underneath the shaft is seated in place without showing any red coloration underneath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a thoracoscopic partial lung resection, during firing in the right pulmonary resection, the cartridge connection part of the adapter seemed to swell. The reload could not be removed. Another adapter and reload were used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found internal components revealed damaged reload laminates.

Manufacturer narrative:
Additional information: d3 (MFR name, street 1, MFR city, MFR region, postal code), d4 (expiration date, lot #), g3, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.